Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and three devices. Visual examination of the received photo depicts a plastic bag with a fully formed clip not deployed from the cartridge taped to the top of the display box. Visual examination of the first cartridge noted that the clip was fully formed but not completely deployed from the cartridge. The second and third cartridges were received not applied. Since the clinical instrument was not received the first loading unit was loaded into a pmv representative instrument and fired; the pusher advanced properly and deployed the clip. The remaining cartridges were loaded into the pmv representative instrument, the firing handle was actuated, and the clips formed properly onto the test media. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when they clipped the ductus choledochus, the clip closed but did not remove from the cartridge. They used a single use clip applier to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.